Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary:the device was received and evaluated at the service center. The reported complaint that the hand piece does not work was confirmed. It was found that the cable sheath was cut, the keyboard was damaged and that the motor was corroded. The keyboard, motor and cable were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the motor. Improper maintenance and user mishandling of the device can be identified as the root causes of the damaged keyboard and the cut in the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 2/10/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol handpiece device did not work. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.